Manufacturer narrative:
The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, consistent with interface during usage. Per the reported event information, removal of old hardware would tend to require higher than typical torque. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow; additionally, plastic deformation of the tip is noted just below fracture surface, consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal fusion surgical procedure. It was reported that sometime post-op the patient underwent a revision surgery to extend the construct. During the removal of the old hardware the tip of the driver broke. The tip was retrieved and the case continued without incident. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.